Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a trifurcated transpac¿ IV, 72", 3ml squeeze flush, red, blue and yellow stripe tubing, unbonded. The customer reported a poor map waveform during use on a patient. It was further communicated that, while the timing varies, the waveform gets progressively worse overtime. There was no delay in therapy, no serious deterioration in the state of health, no death, and no potential for death or serious deterioration in health of a patient, user, or another person.

Manufacturer narrative:
The following was returned by the customer for complaint investigation: 1 new list #46117-32, trifurcated transpac¿ IV, 72", 3ml squeeze flush, red, blue and yellow stripe tubing, unbonded; lot #13581772. The complaint of poor waveform was confirmed based on the image provided by the customer and not confirmed on the returned set. An image was provided by the customer showing low readings on the monitor. No visual anomalies were observed on the returned set. All the three transducers of the transpac were electrically tested, and a waveform was able to be zeroed and was visible on the monitor. The new sample device performed per the specifications. Without the return of the actual sample in question, a probable cause could not be identified. The device history record and relevant commodity records were reviewed, and no discrepancies were found. D9 - date returned to mfg: 15apr2024.